Event description:
It was reported that the implantable pulse generator (ipg) clock was offset by twelve hours. It was also reported that the right atrial (ra) lead capture could not be confirmed. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The ipg and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.